Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in the office for a reprogramming session because the adaptive stimulation (as) was not functioning properly. It was noted that the patient had allowed the ins to discharge. It was further noted that the patient was able to get the charging screen, but got zero coupling bars. It was stated that after using the antenna locate feature, the reporter was able to get 4 coupling bars, but it went back down to zero with little to no patient movement. It was stated that the reported could feel the ins, but was unable to accurately assess its depth. It was noted that when the ins was initially implanted it had protruded a 'bit' and the patient had been able to get 6-8 bars. It was further noted that since implantation, the patient had noticed that the ins had 'sunk' a little bit and it was after the 'sinking' &#63508;that the patient had first noticed the coupling is sues. It was also stated that the patient had discomfort in the ins pocket area. Additional information received reported that the patient was still having coupling issues and as issues. It was noted that the patient had charged for 9 hours and only charged to on quarter full. It was thought that the ins was moving in the pocket and causing the coupling and as issues. It was stated that the patient was overweight and it was difficult to secure the ins in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) hadn't worked since (B)(6). It reportedly turns itself on and off and "it stopped charging." It was noted the patient could connect with the recharger (insr) and charge, and it would go on but it "wasn't in the correct spot." The manufacturer representatives (rep) had worked with the patient to change that and had reprogrammed her "many times." The patient stated to the reps that for 2 weeks it wouldn't charge. The patient met with a rep in the office and the clinician programmer (8840) wouldn't register the ins. The patient couldn't charge the ins. The patient was referred to the surgeon. It was noted the surgeon stated "let go in and see what's wrong." Additional information received reported there was a problem with the patient programmer (pp). The patient notified the rep in march that the pp was not working. It was reported the patient could use her charger. When the patient used her pp, the screen showed her ins was not charged. The pp would not turn her stimulation on and new batteries did not resolve the issue. The rep checked the device in (B)(6) 2014 and reportedly stated that the device was not charged so he could not help the patient. The patient noted her stimulation was not on the right setting and she had been in pain for 3 months. The patient confirmed she was able to charge and that her battery was charged.

Event description:
Additional information received reported that the cause of the ins flip was unknown. It was stated that the patient went in and got an x-ray to show the flip. It was noted that the patient was scheduled to have the battery revised at a date yet to be determined.

Event description:
Additional information received reported that the patient was going to have a revision on the thursday following the report. It was noted that the hope was it was just a flipped battery and it would be corrected. It was later reported that the patient received a new battery on (B)(6) 2014 and was very happy with total coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) flip was confirmed. It was stated that the patient was with the caller and they were discussing revision to get the ins placed properly. It was stated that the patient's implant was discharged and her last successful charge was a month ago. It was noted that the patient tried charging recently (this morning) and was able to get 2-4 coupling boxes. It was noted that the caller wanted to ensure that when the revision occurred in a couple weeks that he would be immediately able to program the patient in recovery.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿doesn¿t work all the time and it kind of does it¿s own thing a lot¿. The patient discussed the issue with manufacturer¿s representatives and they did the ¿reposition things¿. The patient stated that when they stood up ¿it doesn¿t always work¿ and when they would lie down ¿it¿s too high¿. It was also reported that the device¿s intensity would ¿go up and down on its own, stops and starts on its own, doesn¿t always change positions, and sometimes when it does, it takes off and just increases¿. The issues began shortly after the patient began using it and notified a manufacturer¿s representative ¿about 2 weeks after using it¿. It was noted that the patient did not want to manually adjust the stimulation (if the adaptive stimulation feature was to be turned off) because they were up and down all day. The patient stated that they could feel the ins shut off and turn itself back on. This was further clarified as the patient stopped feeling the stimulation sensation and not ins itself turning off. In addition, it was reported the patient had been reprogrammed/adjusted 3 times already. It was noted that the patient knew how to use the programmer unit. Follow up information received 4 days later reported that the manufacturer¿s representative reprogrammed the patient on (B)(6) 20 14. No malfunctions were noted and it was reported that the patient was doing fine after reprograming. It was also noted that the patient was going to meet again with the manufacturer¿s representative next week. Additional follow up information received on (B)(4) 2014 reported that the patient called the manufacturer¿s representative on (B)(6) 2014 to tell them of a change in stimulation. The patient was seen by the manufacturer¿s representative at the healthcare professional¿s (hcp) office on (B)(6) 2014 where their ins was determined to be in an overdischarge condition. It was noted that the patient had not recharged in more than 2 weeks and was unable to be reprogrammed at the time. The patient was informed that they needed to recharge their ins device. In addition, it was reported that there was a concern that the patient¿s ins may have moved down in the pocket or that it may be flipped. It was reported that no diagnostics, x-rays, or other assessments had been performed until the patient attempted to charge the ins device. It was planned that the patient was to meet with the manufacturer¿s representative next week (date to be determined). If additional information is received, a follow up report will be sent.